Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed that the jaws did not look right on camera. He removed the device from the tunnel and inspected visually. It was determined that the grip side of the jaws (not the wire side) was coming apart from the silicone. The device was set aside and a new vh-3500 was opened to finish the vein harvest. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A photographic inspection was conducted based on the photos provided by the complainant. It was observed that the cold jaw silicone insulation boot appears peeled on the side but not detached. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Traces of charred material were evident at the tip of the heater wire. Microscopic inspection showed that the heater wire was slightly bent but remained attached at the tip and t the base. The silicone insulation on the cold jaw was peeled from the tip towards the middle of the jaw, partially exposing the inner metal part. Based on the photographs provided by the complainant, the returned condition of the device and the evaluation results, the reported failure mode "peeled jaw" and the analyzed failure mode "bent wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed that the jaws did not look right on camera. He removed the device from the tunnel and inspected visually. It was determined that the grip side of the jaws (not the wire side) was coming apart from the silicone. The device was set aside and a new vh-3500 was opened to finish the vein harvest. The hospital did not report any patient effects.